Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was observed on the rv lead. The lead was explanted and replaced. The lv lead was also explanted due to patient anatomy. The patient was stable.